Event description:
It was reported when injecting contrast media, the locking screw of the needle failed while in the pt causing the physician to get contrast media in his eyes. The physician had glasses on when this occurred and after washing his eyes, he had no other complaints. There were no consequences to the pt or the physician.

Manufacturer narrative:
One brk needle was received for evaluation. The wave spring and stylet were not returned. Visual inspection revealed the wave spring had to have detached for the valve/handle to fall off. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with manufacturing as the event is related to construction or assembly of the device. A quality improvement project has been initiated to investigate the issue.